Manufacturer narrative:
Multiple PMA / 510(k): bk050036. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel. No report of injury or medical intervention. No report of blood exposure to mucous membrane.